Event description:
It was reported that far field oversensing was noted on the right atrial lead one week post implant. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62 lead, implanted: (B)(6) 2014; 429688 lead, implanted: (B)(6) 2014. (B)(4).